Event description:
As reported, when prepping the balloon, the radiographer encountered a problem with air in the balloon and needed to deflate the device a few times. When the balloon was in place, the shape was observed to be irregular. The doctor felt the balloon was not performing normally. He then took another balloon and was prepared without any difficulties. There was no patient harm or injury reported. Additional information was received and confirmed that the irregular shape was identified during the procedure, in the very beginning when the balloon was inflated in the vessel. There was no diagnostic imaging performed of the irregular shape, but the shape was not like it should be an didn't follow the vessel wall. The doctor wanted to avoid all extra risks and changed to another scepter mini. In the end case went well with the embolic material (onyx) and scepter mini. Patient was fine afterwards.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned balloon catheter found a kink at the distal tip of the strain relief. The balloon membrane was observed inflated past the distal marker band, which indicates the device was over-inflated during the procedure. Dried contrast was also observed occluding the distal inflation lumen of the balloon catheter, which prevented the balloon from being inflated during the investigation. As the balloon could not be inflated, the investigation could not assess the alleged balloon shape issue and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the kink, but the damage is consistent with the device experiencing forces exceeding the shaft's yield strength.

Event description:
No additional incident information was received; however, the evaluation of the returned device is completed. Please see h6 & h11.